Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. Vasculature was 7mm with a deployment depth measurement of 3 + 1. While rotating the lever and releasing the anchor, the physician pulled back past the second click very quickly. While retracting the device, the proctor noted the physician's hand jerked. The deployment steps were completed, suture was cut, and the guidewire was removed. A post-angiogram revealed a tract deployment and the beginnings of an rp bleed. Manual pressure was applied, contralateral balloon inflations deployed, and 1 unit of blood was administered. A follow-up angiogram and a slight ooze was present. Manual pressure followed by pressure dressings were applied to obtain hemostasis. The root cause of the tract deployment is due to too much force applied during the deployment of the anchor, collagen, and lock. Multiple causes for tract deployment have been established; the exact cause for this tract deployment is due to user error. The risk of failing to achieve hemostasis and access site complications leading to possibly requiring blood transfusion, surgical intervention, and/or endovascular intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Risk documentation was reviewed; and tract deployment is a known risk. A review of the IFU confirmed that the IFU inclides precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Step 5: deploy device and seal puncture: while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician was performing the closure on this patient. Physician is in the proctor stage of training. All the prep, insertion of device and sheath performed accordingly. Physician pulled the device back rather quickly and pulled past the second click. While proctoring, I saw his hand jerk while he was retracting the device. I immediately thought with that jerk back, that physician pulled the manta through the artery. Physician finished the deployment steps and cut suture and removed the wire. No bleeding was visible after closure. Angiogram was performed and showed a tract deployment and rp bleed had started. Manual pressure was applied, and balloon was sent up and over to inflate to control the bleeding. Protamine was given. The balloon was inflated for 30 mins. Patient received a unit of blood. Balloon deflated and angiogram was performed. There was a small ooze. Additional 10 mins of manual pressure was applied, and pressure dressing was applied. There was not another angiogram performed after the 10 min manual hold.